Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer woke up with no insulin in the insulin pump. She did not receive any alarms but in the alarm history there were two low reservoir alarms. Her blood glucose level was not reported. She was not on the insulin pump because she threw her reservoir and infusion set away. The product was not returned. Nothing further to report.